Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Thrombosis and death are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received which indicates that the study physician has indicated that there is a possibility of thrombus, but this was not confirmed by angiography and no intervention was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a coronary stenting procedure with placement of a 3.5 x 18 mm xience v stent, a 2.75 x 28 mm xience v stent and a 3.0 x 18 mm xience v stent in the proximal right coronary artery. On an unspecified date in (B)(6) 2015, the patient died of unknown cause. An autopsy was not performed. No additional information was provided.